Event description:
On 20 february 2023, neotract was made aware of a patient who received a prostatic urethral lift (pul) procedure on (B)(6) 2023. During the procedure, the physician noted that one device did not properly deploy the implant. It was reported that the procedure was successfully completed and no patient adverse events were reported. Investigation of the returned device on (B)(6) 2023 confirmed that approximately 25mm of the needle tip was broken and unaccounted for. Repeated follow up attempts for additional information regarding the needle fragment were unsuccessful. The patient condition is noted as fine.